Event description:
K.n 12/22/2022 the reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.3 inr. The result from the laboratory was 1.8 inr. On (B)(6) 2022 at approximately 5:04 pm, the meter result was 2.6 inr. The result from the laboratory was 2.0 inr. On (B)(6) 2022 at 4:15 pm, the result from the meter was 3.1 inr. The result from the laboratory at the same time was 2.3 inr. The patient's therapeutic range was unknown.

Manufacturer narrative:
The test strips were requested for investigation. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Customer is wiping away the first drop of blood and applying the second drop of blood. They stated they often squeeze the finger a lot to get the second blood drop. Per product labeling, "if needed, immediately after lancing, gently massage the finger from its base until a drop of blood is formed. Do not press or squeeze the finger." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.